Event description:
The customer stated that the hemoglobin control results, assayed on the cell-dyn 1800 analyzer are out of range low. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.